Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin. Her blood glucose was 106 mg/dl. It did not give her insulin and she woke up at 322 mg/dl. Customer treated high blood glucose with the pump. She has had 2 sensors that failed on her and her blood glucose is running high. Troubleshooting steps were guided for high blood glucose and under delivery customer current blood glucose was 332 mg/dl. Customer reports the following symptoms related to their high blood glucose was thirst. Customer reports they have a back-up plan available. After performing the load reservoir and fill tubing with current set and insulin exited at the qr. The insulin pump will not be returned for analysis.